Event description:
(B)(4). I was having essure removed and the surgeon noticed that a piece of the left coil embedded itself in my uterus. The reason for the removal was I have having pain in my pelvis area while sitting, pain during sex, heavy menstrual cycles and pain, and irregular cycles.